Manufacturer narrative:
Ninety eight unused samples were returned for evaluation. The samples were tested for endotoxin, ph, and sodium chloride assay. All were tested within the usp specifications. A physical examination of the returned units revealed no obvious defects or out of specification conditions. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 622512b. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after botox injections with a 3 ml bd¿re-filled normal saline syringe,15 to 20 patients between the ages of 20-50 had swelling and soreness at the injection site. Two or three of the patients called in and received antibiotics.